Manufacturer narrative:
Correction: please retract this report 2017865-2023-47014. This event was reported in manufacturer report number 2017865-2023-47101.

Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented prior to implant procedure. After the gallant device was opened from the box, it was noted that the header of the device was unclear. The first gallant was not used and a second gallant device was opened. It was noted that the second device's header was also unclear. Both devices were not implanted. There were no patient consequences.